Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels in the 300s-400s (mg/dl) and small to moderate ketones for approximately 6 months. Customer would change infusion site and administer boluses with the pump to treat bg levels. It was also reported that the customer went to the emergency room (ER) on (B)(6) 2016 for an elevated bg level of 509 (mg/dl) and large ketones. While in the ER, customer was treated with intravenous fluids and insulin injections. Customer was released from the ER on (B)(6) 2016 with a bg in the 200s (mg/dl) described that they were in stable condition. Customer reported that bg levels elevated once they got home from the ER; however, no specific level was provided. Customer changed pump supplies to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.